Manufacturer narrative:
Additional information receieved on 02/16/2017. Replacement of the open fuses f3 and f4 corrected the no ac power state with this power supply with no other faults found.

Manufacturer narrative:
.

Event description:
The customer reported that the device would not power on. No patient involvement was reported.